Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full-height drawer 4 was not sensing the open position. The field service engineer (fse) powered down the unit and replaced the magnet less inseparable in drawer 4. Performed hardware test application diagnostics, which passed successfully. Pharmacy technician verified functionality by completing inventory in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary et8-cvicu drawer 4 became jammed and could not be opened. The customer attempted to recover the drawer, but the recovery was unsuccessful. The station was also rebooted; however, the issue persisted and the drawer remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.